Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain ") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysteroscopy, dilation and curettage, and a salpingectomy to remove the device). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, dysmenorrhoea, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.